Manufacturer narrative:
Concomitant products: 4058m58 lead, implanted (B)(6) 1992.

Event description:
It was reported that the right ventricular (rv) lead had rising to high thresholds over the past five years. The lead was explanted and replaced. No patient complications have been reported as a result of this event.